Event description:
It was reported that the device was used during a laparoscopic hysterectomy. It was reported by the rep that the tsw35 instrument would not fire properly. Upon inspecion, the pin that crimps the jaw together was out of alignment. Another instrument was opened and used to complete the case. There was no consequence to the patient.